Event description:
The user facility reported that disinfectant leaked from their advantage plus endoscope reprocessing system subsequently causing two employees to experience inhalation/irritation effects. The employees went to the facility's emergency room. User facility personnel did not disclose details regarding treatment that may have been received.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. User facility personnel stated to the technician that a plastic adaptor fitting was damaged subsequently causing the disinfectant to leak. User facility personnel replaced the adaptor fitting prior to the steris service technician's arrival/inspection. The technician confirmed the advantage plus endoscope reprocessing system was operating according to specifications. No issues were noted with the function or operation and no repairs were required; the unit was returned to service. The advantage plus endoscope reprocessing system is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. Damage to the adaptor fitting may be attributed to the fitting becoming loose/damaged during relocation of the advantage plus endoscope reprocessing system by user facility personnel. No additional issues have been reported.